Event description:
Adult male scheduled for elective state 2 brachiobasilic fistula. At end of case rn circulator went to fire up wound vac and prevena box would not seal down sponge. Rn tried to trouble shoot box and turn off/on; sponge would not seal down. Per surgeon the rn circulator opened new prevna box from another kit with success.